Manufacturer narrative:
Device was discarded by the user facility. Therefore, we cannot conclusively determine the root cause of the defect. During abdominal aortic aneurysm, surgeon saw blood leakage from albograft after he unclamped. So, he changed to a new albograft with a different lot number. There was no injury to the patient as the result of this incident. Patient has been discharged from the hospital. Our review of this lot history records for this lot did not find any discrepancies in either the manufacturing or packaging process that could be related to this incident. There were no non-conforming material reports associated with this crosslinking batch. (B)(4) were manufactured under this lot number and we have not received any other complaints of similar nature for devices from this lot.

Event description:
The surgeon found blood leakage at the body of the albograft when he unclamped.